Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving unknown medication via implanted infusion pump. It was reported that the patient's bolus was delayed. When the patient would go in for their pump refill and the doctor's office connected to their pump, the bolus would activated fairly quickly for about the first week. Then after there would be a delay from 91-100% of about 10 seconds. No further information was reported. Additional information received from the healthcare provider via a clinical study indicated that a decrease in bolus options from 10 to 8/day and the addition of boluses into the sc rate was made. Additional information received from the healthcare provider via a clinical study indicated that the issue resolved.